Event description:
It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal. Which, resulted in an inappropriate shock. Patient discomfort was experienced as a result. No intervention was performed. The patient will be further monitored. There were no patient consequences.